Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy pace impedance measurements of greater than 2,000 ohms, trisgering a lead safety switch (lss). Boston scientific technical services (ts) discussed troubleshootlng options. The health care professional (hcp) was going to switch the patients next remote follow-up to an in-office check to further evaluate. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).